Event description:
It was reported that the pt had a pocket revision around (B)(6) 2011 due to erosion of the implantable neurostimulator (ins). The pocket was cleaned out because the device was not sitting flush. Prior to the revision the pt would typically get 4 efficiency boxes shaded when recharging but since the revision the pt had not been able to get any efficiency boxes. The pt programmer was indicating the device was in a discharge. An x-ray was recommended to determine if the ins had flipped. The wound maybe effecting recharging since there was swelling present. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).